Event description:
It was reported that the patient complained of having increased pulsatility index (pi) events beginning on (B)(6) 2022. Log file submitted captured multiple low flow events on (B)(6) 2022, most of which were not sustained for long enough (at least 10 seconds) to activate the audible alarm and occur at times when pi was elevated. The patient was asymptomatic; however, admitted for mild stroke symptoms reported to be subacute r middle cerebral artery (mca) based on the CT (computed tomography) scan performed. The patient underwent an intravascular ultrasound (ivus) and right heart catheterization (rhc). The patient¿s international normalized ratio (inr) goal was increased. The cause of the low flow alarms was unknown and resolved on its own. The reported pi events were reported to be positional; however, the patient underwent a heart transplant. Additional information requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right subacute middle cerebral artery (mca) could not conclusively be established through this evaluation. Furthermore, an analysis of the log files provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted system controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. The file captured one low flow hazard alarm on (B)(6) 2022. Of note, the pi value was elevated at the time of the alarm. In addition, the log file also contained multiple pi events. The pump appeared to operate as intended at the set speed. The photographs of the pump were provided for review, which showed native tissue on the pump and no device related the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a standard heart transplant and it was believed the device operated as expected. The pump was disposed of.